Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the insulin appeared to be gelled. The customer's blood glucose level was elevated. As the customer had changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the gelled insulin and occlusion was unable to be performed.